Event description:
The customer reported that during IV therapy with 5% dextrose and 0.45% saline, the burette cracked when it was squeezed resulting in leak. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been rec'd. A f/u report will be submitted with failure investigation results should the device be rec'd for eval.